Event description:
It was reported that the ilet indicated a low and decreasing blood glucose of 70 mg/dl, prompting the user to ingest approximately 15 grams of oral carbohydrates per troubleshooting guidance, after which glucose rose to 76 mg/dl. Symptoms included hypoglycemia. Outcomes included transient low glucose that responded to oral carbohydrate intake without hospitalization. Investigation included troubleshooting and user education on appropriate carbohydrate dosing using glucose tablets. Investigation of this case revealed no device malfunction reported, and the event aligned with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.